Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that our investigation of the complaint article has shown that a part of the screw which holds the ratchet mechanism at the handle is broken off. Visual inspection has shown a deformed spring but no other deviation or damages. The article is in quit good condition. The spreader was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. Too much mechanical force had been applied during the surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during disc replacement the distractor lost the connection and a metal part broke off. The nurse noticed what had occurred all parts were recovered this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #kr76166 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between (B)(4) and was found to be good. No nonconformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.